Event description:
IV pump was not appropriately dispensing medication. Patient becoming hypertensive and elevated bis, therefore IV drips were assessed. Pump screen showed 22mls remaining of fluid, but the bag of medication was still nearly full. Pump settings were verified and correct, a drop was seen falling in the tubing chamber. Patient was also on a paralytic at this time (hypertension most likely due in inadequate sedation). As soon as this was realized, medication was placed on a new pump, observed fluid appropriately decreasing from bag and patient's blood pressure began to normalize. FDA safety report ID # (B)(4).